Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement procedure on an unknown date and topical skin adhesive was used. Patient returned post op with a rash around where the product was applied as well as a secondary location on the back. Reaction was treated with antibiotics and the removal of the product. Patient currently doing fine. Additional information has been requested.